Event description:
Large capacity with needle biopsy forcep opening and closing very slowly, requiring increased force and not taking good biopsies. At time the biopsy forcep wont close at all. That has intermittently been happening for the past two weeks and it was noted it was the same ref# m00513330 and lot #37022686. So, all forceps found with that lot number were pulled from service.